Event description:
It was reported that the customer was hospitalized due to high blood glucose. Customer blood glucose reading at the of hospitalization was 40 mmol/l. Troubleshooting was performed and notice that the time was not programmed correctly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.